Event description:
It was reported that patient is experiencing increased seizures after implant. Seizure activity is reported to be worse than pre vns. Device was interrogated and found to be on the same settings as prior to reimplant. Output current was increased by 0.25 ma and patient tolerated the increase. No other relevant information has been received to date.